Manufacturer narrative:
This file was originally incorrectly filed under registration number 9617604-2025-00157-00. The date of that submission was 2/26/2025. Device evaluation: one used product was received, a cut/tear was observed on the flange at the eyelet. The deformation of the cut was observed to be mostly clean with a small section showing stretched/pulled material. The complaint was confirmed. The probable cause is due to an error during manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the flange of tracheostomy tube fully split and caused the tube to come out which required an emergency tracheostomy change. The event occurred at the patient's home. There was no patient harm reported, and the incident was resolved with an emergency tracheostomy tube change.